Event description:
It was reported by a pacemaker clinic technician that the patient with an implantable pulse generator (ipg) system died. No other information was provided. Information was identified in the indicating the patient died approximately nine months post implant of the ipg system approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.